Event description:
It was reported that a cardiac perforation, pericardial effusion (pe), and hypotension occurred. During a procedure, a versacross access solutions system product was selected for use. It was reported that the physician experienced difficulty crossing the septum. After going transseptal, fluid accumulation around the left atrial appendage was observed, and the blood pressure of the patient dropped. A pe was confirmed using intracardiac echocardiography (ice), xray, and transesophageal echocardiogram (tee). The procedure was cancelled, and pericardiocentesis was performed to drain the fluid. The patient was transported to the intensive care unit (ICU) for continuous observation and intubated. This is the last known status of the patient. The physician noted that it was uncertain when the pe occurred. The rf wire of the versacross system may have perforated cardiac tissue while going transseptal. No other information was provided.

Manufacturer narrative:
D2b: pro code (product code): dre reported here as the pro code name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.